Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. Pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. Pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error and an unresponsive keypad. The customer states that they tried to troubleshoot the device by removing and replacing the battery. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.